Event description:
It has been reported to philips that the system did not start up properly and a disk failure message appeared. No harm has been reported to philips. Philips has been informed that a procedure was postponed. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up properly and a disk failure message appeared. Fse found that the system disk does not start. Fse reloaded the software and backup is restored. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.